Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional office in (B)(4), where it was inspected by a trained fisher & paykel healthcare service engineer. Our investigation is based on a photograph and service report provided by our us office. Results: visual inspection of the photograph of the subject neopuff revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. A lot check revealed no other complaints for a broken gas port for lot 090910. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It must be noted that the subject neopuff was over five years old. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The fascia and valve system were replaced and the neopuff was returned to the customer after a performance test. Repaired and returned to customer.

Event description:
A hospital in (B)(6) reported that a neopuff infant resuscitator gas outlet valve was broken. No patient consequence was reported.